Manufacturer narrative:
The cobas pro ise analytical unit serial number is (B)(6). During the field service engineer's service visits, he inspected the analyzer and determined that a damaged dilution cup and a loose finger caused the event. He conducted a comprehensive inspection of the ion-selective electrode (ise) module; repaired the damaged threads on the guide pin; replaced the finger screw, the dilution cup, and the sipper tube; performed vertical and horizontal sample probe adjustments; flushed the solenoid valve; and performed two consecutive wash rack cycles. He verified the analyzer's performance with ise checks, calibration, qcs, and precision checks.

Event description:
The initial reporter received a questionable sodium electrode assay result for three patient samples tested on the cobas pro ise analytical unit. One patient sample was identified to have discrepant results from the data provided: the initial result from the analyzer is 127 mmol/l. The repeat result from another cobas pure c 303 analyzer is 133 mmol/l. The initial result was not reported outside the laboratory as it did not align with the clinical history, prompting the rerun. The repeat result was deemed correct.